Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus europa se & co. Kg (oekg), it was found that the bending section cover of the subject device had been torn and the broken internal metal part had been sticking out from the inside of bending section cover of the subject device, and the adhesive of the bending section rubber was deteriorated and discolored with exposing the inner threads. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (the broken internal metal part had been sticking out from the inside of bending section cover) could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that this phenomenon was attributed to the excessive force being applied to the bending section due to the user handling. If additional information is received, this report will be supplemented.